Manufacturer narrative:
See attached vendor evaluation.

Event description:
On 10/20/2022, it was reported by a facility representative via sems that two (2) ar-6480 and an ar-8330h not working properly. This occurred during an unknown case, with no patient effect reported.